Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported they have "very loose" teeth due to their aligners. The patient also informed us they have a significant overbite, making the patient contraindicated for treatment. The patient has ceased treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.